Event description:
It was reported that a torn package was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "1ml ll syringe package was already torn before using it." 5 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: one opened 100-count box with 100 1ml syringes in blister packs inside confirmed to be from batch 9042756 (p/n 309628) was received and evaluated. It was observed twelve of the blister packs had indentations and tears in the top web consistent with the location of the barrel flange. It appeared the box was also damaged due to the indentations and creases in the sides and bottom as well as 3" vertical tear in one of the sides. Potential root cause for the open seal defect is associated with the transportation of the product after the product left the manufacturing site. The damage is not associated with the manufacturing plant. No manufacturing defects were confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a torn package was found before use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "1ml ll syringe package was already torn before using it." 5 occurrences were reported.